Event description:
While doing a distal anastomosis, the medtronic octopus evolution as tissue stabilizer ts2500 spontaneously lost suction, causing the heart to drop while surgeon was tying sutures. This nearly caused one of the bypass grafts to not be usable